Manufacturer narrative:
B3 date of event: corrected from 14-mar-2020 to (B)(6) 2020. H6 patient codes: corrected to remove 1751 bradycardia.

Event description:
Reprise IV study. It was reported that arrhythmia and complete heart block occurred. A lotus edge valve was implanted in a patient. In (B)(6) 2020, an electrophysiology study diagnosed conduction disturbance. A pacemaker implantation was recommended due to 1st degree atrioventricular (av) block, 3rd degree av block, left bundle branch block (lbbb) and right bundle branch block (rbbb). A new permanent pacemaker was successfully implanted on the same day. The next day the event was considered resolved. It was further reported that prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading dose of 325 mg aspirin prior to the index procedure. A lotus introducer was placed and then the aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve. Balloon valvuloplasty was not performed. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). The same day of the index procedure, post procedure, the electrophysiology study revealed complete heart block and a pace maker was implanted the same day.

Event description:
Reprise IV study. It was reported that arrhythmia and complete heart block occurred. A lotus edge valve was implanted in a patient. In (B)(6) 2020, an electrophysiology study diagnosed conduction disturbance. A pacemaker implantation was recommended due to 1st degree atrioventricular (av) block, 3rd degree av block, left bundle branch block and right bundle branch block. A new permanent pacemaker was successfully implanted on the same day. The next day. The event was considered resolved.

Event description:
Reprise IV study. It was reported that arrhythmia and complete heart block occurred. A lotus edge valve was implanted in a patient. On (B)(6) 2020, an electrophysiology study diagnosed conduction disturbance. A pacemaker implantation was recommended due to 1st degree atrioventricular (av) block, 3rd degree av block, left bundle branch block (lbbb) and right bundle branch block (rbbb). A new permanent pacemaker was successfully implanted on the same day. The next day the event was considered resolved. It was further reported that prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading dose of 325 mg aspirin prior to the index procedure. A lotus introducer was placed and then the aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve. Balloon valvuloplasty was not performed. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). The same day of the index procedure, post procedure, the electrophysiology study revealed complete heart block and a pace maker was implanted the same day. It was further reported that post deployment of the lotus edge valve, the subject developed heart block with no underlying escape rhythm. Electrophysiologist was consulted for evaluating the subject's condition, which revealed the significant findings of 1st degree av block, rbbb and left anterior fascicular block (lafb), the heart block was suspected to be complete with less chance of recovery. One day post index procedure the subject was discharged on aspirin and other anticoagulant.

Manufacturer narrative:
B5: describe event or problem: updated. B6: relevant tests/laboratory data: updated.